Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that it was difficult to pull back the retriever once it was deployed. Post procedure, the patient experienced hemorrhagic conversion and died. The event was reported to be unknown if related to the procedure and unrelated to the device. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Hemorrhage and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu); therefore, anticipated in nature. However, because the device was not returned the exact cause for the difficulties encountered during removal of the device cannot be definitively determined.

Event description:
It was reported that it was difficult to pull back the retriever once it was deployed. Post procedure, the patient experienced hemorrhagic conversion and died. The event was reported to be unknown if related to the procedure and unrelated to the device. No further information is available.